Event description:
It was reported that the anesthesia workstation generated an alarm indicating disconnected patient cassette. Furthermore the pressure waves were not visible. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. A successful system checkout was performed. No faults were found and the anesthesia system was cleared for clinical use. A complete set of device logs was received and evaluated. The received device logs show that a lot of changes of settings were made and this happened during the period when the machine alarmed for "patient cassette disconnected" and several alarms such as peep: low, excessive leakage and respiratory rate: high (all corresponding to a disconnected patient cassette), were generated at the same time. The logs indicate that the co2 absorber was replaced just before the event. There is no indication of a technical malfunction in the system at the time of the event and the logs also show successful system checkouts prior to and after the event. The root cause of the reported problem has not been determined.